Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain/pain"), pelvic inflammatory disease ("pid") and genital haemorrhage ("gen. Abnormal. Bleed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of trichomonal vaginitis, chlamydia trachomatis infection and bacterial vaginosis. Concurrent conditions were listed as vaginal discharge and prolonged menses. Concomitant products included mirena (levonorgestrel) for contraception from (B)(6) 2012 to (B)(6) 2014, nsaids since (B)(6) 2012 and albuterol sulfate (salbutamol sulfate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). Essure was removed on (B)(6) 2015. An unknown time later she experienced pelvic inflammatory disease (seriousness criteria hospitalisation and intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was hospitalised from (B)(6) 2014 to (B)(6) 2014. The patient was treated with surgery (salpingectomy . (Bilateral)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved. The outcomes for pelvic inflammatory disease, depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety were unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, heavy menstrual bleeding, pelvic inflammatory disease, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff received treatment for gen. Abnormal bleeding discrepant information received regarding essure confirmation test, in earlier summons hsg reported and as per current pfs plaintiff didn't undergo essure confirmation test. Discrepant information regarding date of removal-previously reported (B)(6) 2015 and now in current pfs did not undergo removal. Current weight 97 lbs. Date(s) of insertion: (B)(6) 2016 (as per pif discrepancy noted). Date(s) of removal: (B)(6) 2019 (as per pif discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.526 kg. [Hysterosalpingogram] (date unknown): essure device was successfully occluded [imaging procedure] (date unknown): result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced incision site pain ("the incisions hurting") and gastric disorder ("I had hysterectomy done in january and have had some weired stomach issues lately") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2016). At the time of the report, the outcomes for these events were unknown. The reporter considered gastric disorder, incision site pain and medical device removal to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2016 (discrepancy noted as per pif). Date(s) of removal: (B)(6) 2016 (discrepancy noted as per pif). Concerning the injuries reported in this case, the following ones were reported via social media: incision site pain, gastric disorder, medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the right essure coil was noted to be within the myometrium and not palpable within the right fallopian tube") in a 34 year-old female patient who had essure inserted (lot no. E01916,e13065) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, past tobacco smoking, allergy (almond meal: anaphylaxis. Dog dander: anaphylaxis. Dust mite extract- anaphylaxis), pap smear abnormal, headache, anaemia of pregnancy, shoulder dystocia, urinary tract infection, parity 2, multi gravida, migraine with aura (diagnosed with migraine, treated with ivf/ benadryl/ reglan/ tylenol, discharged home.), contraception (male condom), pregnancy test urine negative and overweight. Previously administered products included: zantac for gerd and depo provera and metformin. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 809 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). At an unknown time, she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device"), incision site pain ("the incisions hurting") and gastrointestinal disorder ("I had hysterectomy done in january and have had some weired stomach issues lately"). The patient was treated with surgery (1. Robotic assisted hysterectomy 2. Bilateral salpingectomy 3. Cystoscopy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2019. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2019 and the estimated date of delivery was on (B)(6) 2019. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered embedded device, gastrointestinal disorder, incision site pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2016 (discrepancy noted as per pif). Date(s) of removal: (B)(6) 2016 (discrepancy noted as per pif). Bilateral placement of coils/devices: right: 4; left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.251 kg/sqm. [Blood test] on (B)(6) 2019: hemoglobin 14.0. [Pathology test] on (B)(6) 2019: pathology reports. Final diagnosis: uterus, cervix, bilateral tubes: resected uterus with attached cervix and detached bilateral fallopian tubes demonstrating: chronic cervicitis with nabothian cyst formation and microglandular hyperplasia. Proliferative type endometrium. Four intramural leiomyomas (0.3 to 0.8 cm in greatest diameter). Unremarkable bilateral fallopian tubes. Clinical information: menorrhagia, fibroid uterus, pelvic pain. Specimen(s) submitted: uterus, cervix, bilateral tubes. Gross description: present within the specimen container are two unoriented fimbriated fallopian tubes arbitrarily. [Ultrasound scan] on (B)(6) 2018: essure device is noted on both sides. Concerning the injuries reported in this case, the following ones were reported via social media: incision site pain, gastric disorder, medical device removal,pregnancy with contraceptive device (10063130)drug ineffective (10013709). The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number and expiry date added. Non drug treatment updated.events pregnancy with contraceptive device and drug ineffective. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the right essure coil was noted to be within the myometrium and not palpable within the right fallopian tube") in a 34 year-old female patient who had essure inserted (lot no. E01916,e13065) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, past tobacco smoking, allergy (almond meal- anaphylaxis. Dog dander- anaphylaxis. Dust mite extract- anaphylaxis), pap smear abnormal, headache, anaemia of pregnancy, shoulder dystocia, urinary tract infection, parity 2, multi gravida, migraine with aura (diagnosed with migraine, treated with ivf/benadryl/reglan/tylenol, discharged home), contraception (male condom), pregnancy test urine negative and overweight. Previously administered products included: zantac for gerd and depo provera and metformin. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 809 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced pregnancy with contraceptive device ("pregnancy with contraceptive device"), incision site pain ("the incisions hurting") and gastrointestinal disorder ("I had hysterectomy done in january and have had some weired stomach issues lately"). The patient was treated with surgery (1. Robotic assisted hysterectomy 2. Bilateral salpingectomy 3. Cystoscopy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2019 and the estimated date of delivery was on (B)(6) 2019. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered embedded device, gastrointestinal disorder, incision site pain and pregnancy with contraceptive device to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2016 (discrepancy noted as per pif). Date(s) of removal: (B)(6) 2016 (discrepancy noted as per pif). Bilateral placement of coils/devices: right: 4; left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.251 kg/sqm. [Blood test] on (B)(6) 2019: hemoglobin 14.0. [Pathology test] on (B)(6) 2019: pathology reports. Final diagnosis: uterus, cervix, bilateral tubes: resected uterus with attached cervix and detached bilateral fallopian tubes demonstrating: chronic cervicitis with nabothian cyst formation and microglandular hyperplasia. Proliferative type endometrium. Four intramural leiomyomas (0.3 to 0.8 cm in greatest diameter). Unremarkable bilateral fallopian tubes. Clinical information: menorrhagia, fibroid uterus, pelvic pain. Specimen(s) submitted: uterus, cervix, bilateral tubes. Gross description: present within the specimen container are two unoriented fimbriated fallopian tubes arbitrarily. [Ultrasound scan] on (B)(6) 2018: essure device is noted on both sides. Lot number:e01916. Manufacture date: 2015-05. Expiration date: 2018-05 lot number: e13065. Manufacture date: 2012-06. Expiration date: 2015-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced incision site pain ("the incisions hurting") and gastric disorder ("I had hysterectomy done in january and have had some weired stomach issues lately"). The patient was treated with surgery (hysterectomy on january 21st). Essure was removed. At the time of the report, the medical device removal, incision site pain and gastric disorder outcome was unknown. The reporter considered gastric disorder, incision site pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: incisional site pain, stomach issues, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.